Event description:
This report is to advise of a fracture on the catheter found during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed a tear in the shaft material between electrodes 1 and 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear in the shaft material remains unknown.